Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the ac adapter pigtail cable. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed cable, however the reported issue was not duplicated.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. There was no patient use associated with the reported event.